Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Add'l data from importer report: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, suffering has sustained permanent injury, permanent physical deformity, vaginal pressure, vaginal bleeding, dyspareunia and has undergone an add'l corrective surgery.

Manufacturer narrative:
(B)(4).